Manufacturer narrative:
No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Testing was not performed as this issue was resolved at time of event. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while outside of a procedure the navigation system became unresponsive. The system was rebooted and the issue resolved. There was no patient present when this issue was identified.